Event description:
It was reported that the healthcare provider (hcp) requested review of stored presenting electrocardiograms. Boston scientific technical services (ts) reviewed per request. Ts advised the baseline is noisy and wandering with no discernable patient rhythm. Upon further review ts found the signal had abruptly changed from expected monitoring to the observed noise months ago. Ts suggested the hcp perform a chest x-ray to see if the device has migrated. The chest x-ray did not show the insertable cardiac monitor (icm) device. Additional information from the boston scientific representative provided the patient was seen in the clinic and the icm device is no longer implanted. Additional information was requested but not provided. Evidence is suggestive the icm device had come out when the morphology on the presenting electrocardiogram changed. The icm device is not expected to be returned. No additional adverse patient effects were reported.